Event description:
"Anethesia was suctioning the back of a four year olds throat (post tonsillectomy) when the blue tip on the yankauer detached. The customer alleges that the md had to retrieve the tip near the tonsils with forceps. The childs physiological status was not compromised during this period and no patient harm occurred.